Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Section b5: additional information received new legal documents provide specific details events that occurred after the original robotic procedure ((B)(6) 2020). Subsequent procedures were performed laparoscopically or open. The initial medwatch report provided complications up to the (B)(6) 2020 hematoma evacuation (postoperative day 20 from the original procedure). The new documents contain additional details thereafter, with the first new data being the patient was discharged on (B)(6) 2020. The information then documents that the patient had an ileostomy closure on (B)(6) 2020 and was discharged the following day. The patient presented to the emergency room on (B)(6) 2020 with ¿¿vaginal pain¿and stool coming out of her vagina.¿ a pelvic CT scan was ¿suspicious for a small colovaginal fistula likely extending from the sigmoid colon to the left vaginal fornix¿¿¿suspected [to be] along the course of the patients previous pelvic abscess and transvaginal drain.¿ on (B)(6) 2020 and (B)(6) 2020 the patient met with two of the original surgeons. Summary of the discussions follows: at the original surgery neither the uterus nor the large mass of endometriosis in the rectum was removed per patient request. With a recurrent fistula that did not heal with over 3 months of diversion with the ileostomy there is concern for healing without resection. The patient agreed with removal of the endometriosis at the same time the fistula is fixed, as long as it is not so low that it would result in significant lar syndrome. The uterus would also be removed as it is part of the inflammatory mass; the healing process would be better with it removed. Both surgeons agreed on the need for a repeat ileostomy for at least 6 weeks to allow the best chance for the colon and pelvis to heal; without the ileostomy, there is high risk of recurrent fistula. Both significant adhesions and inflammation at the surgical sites are anticipated. The fistula needs to be removed; however, there is concern for a substantial risk of perioperative complications. All parties favor delaying surgery until (B)(6) 2020 in order to allow the inflammation to resolve. No further information was provided, including whether or not the delayed surgery occurred. The legal document states "[the patient] continues to require ongoing medical care¿¿

Manufacturer narrative:
There was no documentation of any issues with the da vinci system or instruments within the reported information. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. Section e initial reporter: the source of information was via service of process notification. The address is the hospital where the procedure was performed. .

Event description:
As part of a legal complaint, it was alleged that after a da vinci assisted robotic procedure for abdominal pain and endometriosis, the patient experienced multiple complications requiring additional surgeries over the course of the following month. The legal complaint does not provide information regarding the patient¿s ultimate outcome from the surgical procedure. Operative notes dated (B)(6) 2020 state that the initial procedure included ¿robotic excision of complex endometriosis, bilateral ureterolysis, robotic right ovarian cystectomy, right ovarian suspension, left salpingoophorectomy and appendectomy.¿ additionally, the operative notes also describe multiple extensive adverse effects of endometriosis to the cervix, rectum, appendix, ureters, pelvic peritoneum; also multiple endometriomas, cysts, nodules, inflammatory blebs, retroperitoneal fibrosis, and adhered structures. The procedure was completed robotically and the patient was discharged on an unspecified date. Additional physician notes document that the patient was readmitted to the hospital on post-operative day (pod) 11, for complications of ¿an infected pelvic hematoma¿ and ¿received IV antibiotics as well as drainage of a mass by interventional radiology, however the mass persisted.¿ a ¿repeat CT scan showed new abscesses throughout the abdomen and pelvis extending up to the liver on the right and throughout the anterior pelvis.¿ on pod 15, the patient underwent ¿laparoscopy diagnostic converted to open laparotomy; evacuation of pelvic abscess, oversewing of appendiceal stump.¿ on pod 2 (from the second surgery/ pod 17 from initial procedure), the patient¿s hematocrit dropped and 2 units of packed red blood cells were transfused. A repeat CT scan on pod 3 (18) "showed increase in size of the pelvic hematoma¿ and attempts to drain it on postoperative day 4 (19) were unsuccessful. On pod 5 (20), additional CT scans identified a "tiny bleeder which was a branch of the uterine that was likely intermittently bleeding into the hematoma and increasing in size.¿ an embolization of the vessel was performed. The patient was transferred to the or where ¿transvaginal evacuation hematoma, cystoscopy with stent placement, [open] exploratory laparotomy and ileostomy¿ were performed. During surgery, ¿blood and stool were seen in the foley catheter and the malecot drainage¿¿¿an ileostomy was performed to divert stool from the pelvis. Cystoscopy revealed a small rent in the bladder that was expected to heal on its own; a left ureter stent was placed due to mild hydronephrosis.¿ no additional information was provided.